Manufacturer narrative:
Lot# 06031404. Method: device history review; complaint history review; risk assessment. Results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Conclusion: a plausible root cause could not be identified.

Event description:
It was reported that; implant was placed in patient and expanded. When patient came for follow up the implant was collapsed. Pain in thighs.

Event description:
It was reported that: implant was placed in patient and expanded. When patient came for follow up the implant was collapsed. Pain in thighs.